Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer stated that her trueresult blood glucose monitoring device is displaying results that are 40 points lower when compared to the meter being used by her doctor's office. Customer stated that her trueresult glucose meter displayed 242 mg/dl and the meter being used by her doctor's office displayed 292 mg/dl. Both results were taken seconds apart, fasting. Customer's expected results are 100-150mg/dl - fasting. Strip expiration date is 08/13/2017 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory (customer is visually impaired and could not read the time and date recalled from the meter memory): 259mg/dl fasting:yes; 179mg/dl fasting:yes; 170mg/dl fasting:yes; 171mg/dl fasting:yes; 186mg/dl fasting:yes.